Manufacturer narrative:
The technician replaced the left and right siderail, caregiver boards to repaired the bed.

Event description:
Information received indicates the head function will not rise or lower from the siderails or manually.